Event description:
Additional information received reported that the stimulator had eroded through the chest wall at the infection site. The skin integrity at the infection site was noted as ¿poor.¿ the patient was awaiting surgical intervention and admission to the hospital but the date had not been determined yet.

Event description:
It was reported there was an infection at the pocket site post-operatively. It was noted antibiotic treatment was necessary. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
When contacted for follow up information, the healthcare professional reported that could not provide any further updates (could not locate the "up-to-date" file). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2013-00417. Additional information received clarified that the correct manufacturing site was site #(B)(4).